Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that a "large amount of smoke escaped" from the back of the cobas integra 400 plus and rose to the top of the room. It was not necessary to evacuate the room due to the smoke. The technician immediately turned the instrument off. There was no adverse event. No one was injured. The instrument was installed on 12/23/2008 and the power supply had never been replaced. The fans related to the power supply were replaced in may of 2015. Regular maintenance had been performed on the instrument as required. The last preventive maintenance was performed in december of 2016. The power supply on the instrument was the old version of the power supply. The field service engineer (fse) visited the customer site and the old power supply was replaced with the new version of the power supply. The problem was solved by replacing the power supply. The instrument currently works as specified. The failure occurs sporadically but not systematically. This issue has been reported 57 times from an install base of more than (B)(4) instruments. We receive approximately 6 reports per year of similar issues.